Manufacturer narrative:
The manufacturer¿s international service technician performed testing at the service center using a circuit and test lung, but the reported issues were not duplicated. Comprehensive testing was performed but there was no issue detected. The unit was checked overall, cleaned, run in tests and confirmed it operated properly, no parts were replaced. The root cause for the customer's reported experience could not be determined, no malfunction was identified.

Event description:
The international customer reported "tidal volume was greater than 2000cc. An alarm occurred even if low vt was set to off". The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.